Manufacturer narrative:
Correction: d.10.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver indicated the patient was getting draining slowly message. The caregiver reported that there was an overfill in cycle 1 of pd treatment. The overfill event was indicated due to drain 1 being 3801 ml, which is 190% of the 2002 ml fill volume. The patient was advised to no longer use the cycler and to inform the pd nurse of the event. A new cycler was issued. In a follow up, the pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient received a new cycler and was able to resume treatment with no issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.valve actuation test ¿ passed.system air leak test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver indicated the patient was getting draining slowly message. The caregiver reported that there was an overfill in cycle 1 of pd treatment. The overfill event was indicated due to drain 1 being 3801 ml, which is 190% of the 2002 ml fill volume. The patient was advised to no longer use the cycler and to inform the pd nurse of the event. A new cycler was issued. In a follow up, the pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient received a new cycler and was able to resume treatment with no issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver indicated the patient was getting draining slowly message. The caregiver reported that there was an overfill in cycle 1 of pd treatment. The overfill event was indicated due to drain 1 being 3801 ml, which is 190% of the 2002 ml fill volume. The patient was advised to no longer use the cycler and to inform the pd nurse of the event. A new cycler was issued. In a follow up, the pd nurse verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient received a new cycler and was able to resume treatment with no issues. The cycler is available to return.